Event description:
Information received by medtronic indicated that the customer reported dial on inpen is broken. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the inpen was returned for analysis.

Manufacturer narrative:
Per visual inspection: missing injection foot, missing cartridge holder and missing front cap shell. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Unable to confirm front cap investigation due to inpen was received with no original front cap. Inpen received without original cartridge holder and front cap. Missing or physically damaged cartridge holder can affect insulin delivery. Therefore, cartridge holder and front cap shell visual inspection is undetermined due to inpen being returned without cartridge holder and front cap shell. In conclusion: inpen received with injection foot missing. This can affect insulin delivery. No leadscrew anomaly noted. However, missing injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.